Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing swelling at the cardiac resynchronization therapy defibrillator (crt-d) pocket site and the pocket had become infected. The pocket was revised due to the suspected infection but the pocket turned out to not be infected. The system remained in use but was removed later the same month due to a pocket infection with swelling, secretion and a reported "pocket perforation". The patient received antibiotic treatment. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is to receive a new system in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Post-extraction diagnostic testing revealed a suspected thrombus in the right atrium.